Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of blood glucose of 600 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated their blood glucose levels with manual injections. The customer was not wearing the insulin pump during the hospitalization. The customer mentioned that their insulin pump was the reason why they were in the hospital. The customer was assisted with troubleshooting and their insulin pup passed the test functions. The insulin pump will not be returned for analysis.